Event description:
It was reported that the balloon ruptured during an a/v declot procedure. The distal portion of the balloon and the tip detached. The balloon tip and membrane was surgically removed.